Event description:
The patient reported experiencing persistently elevated blood glucose levels on (B)(6) 2026, after more than 48 hours of pod wear on the leg. Blood glucose levels reportedly increased to approximately 350 mg/dl and remained elevated for a period of eight hours. The patient began feeling unwell, with what were described as symptoms of ketoacidosis, which prompted her to seek medical attention. The patient was subsequently hospitalized and diagnosed with diabetic ketoacidosis, tachycardia, and a gastrointestinal infection. Treatment during hospitalization included keflex for the gastrointestinal infection, and the patient¿s cardiac condition was monitored. The patient indicated she was able to continue insulin delivery during hospitalization using one pod that functioned properly. The patient remained hospitalized for approximately four days and was discharged on (B)(6) 2026. It was further reported that an error message was noted on the date of the event, indicating that the pod had not communicated for four hours. Because the error occurred while the patient was sleeping, she was unable to respond to the alarm, which led to the pod shutting off and insulin delivery stopping. The pod shut-off occurred because the pod shut-off feature was enabled, which causes the pod to automatically deactivate if the user does not interact with the omnipod 5 app within the defined time period. The patient has since disabled this feature.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine the root cause of the reported pod communication error or to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.